Event description:
Info received indicates the head of the bed is not going up.

Manufacturer narrative:
The tech found the head cylinder piston was leaking oil. He replaced the head cylinder to repair the bed.